Event description:
2002 information received from the facility indicated the bed is leaking hydralic fluid, the bed is only leaking a couple of drops onto the floor a day, the oil ID contained. 2 days later, facility claims a nurse has slipped and fallen on the hydraulic fluid that the bed is leaking. No injuries reported.